Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root case of the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
(B)(6) female pt called zoll customer support to report that electrode belt trunk cable connector was damaged. The pt was issued a replacement electrode belt.